Event description:
Pt experienced increased work breathing, respiratory rate in 20's, pt went into a brief run of v-tach, then returned to normal sinus. Pt was bagged during the episode and when placed back on the vent. The heat moisture exchanger (hme) was noted to be wet. The pt had breathing problems again. The hme was replaced with a new one and the pt immediately improved and was comfortable. The device did not malfunction. The device was wet with increased resistance to flow. Device does not produce water/liquids. The water or secretions must have come from the lavaging solution or nebulized medication or excess pt secretions. Fluid was inserted into the airway with the device still in-line.